Manufacturer narrative:
The insulin pump had button error alarm and no button response due to corroded keypad traces. No moisture damage inside the device was noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she was trying to bolus and the screen was blank and when pressing the buttons, the insulin pump alarmed button error. The customer stated the device was exposed to moisture since she had it in her sports bra. Blood glucose value was 192 mg/dl. The customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.